Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of moisture damage and button error alarm. The customer's blood glucose level was 166 mg/dl at the time of the incident. The customer reported that the reservoir leaked. The customer stated that he dried the insulin and put it on heating. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at keypad traces. Traces of corrosion found at the electronic assembly per visual inspection. We were unable to perform functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.